Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels ranging from 40 to 60 mg/dl. Reportedly, the suspected cause was due to changes in the pump settings conducted by the healthcare provider. The customer consumed carbohydrates to stabilize bg levels. A recommendation was made for the customer to consult with healthcare provider.